Event description:
Customer requested testing and event log review for an over infusion of fentanyl. Customer reported fentanyl 1000 mcg/100 ml was no infuse at 9-10 ml/hr, but was found infusing at 90 ml/hr. The infusion was immediately turned off, the pt's respiratory rate decreased briefly but no medical intervention was required. The pt was intubated at the time of the event and was extubated later the same day. Reported the pt did not sustain any adverse sequelae, the event log review was requested to determine when the infusion rate was changed to 90 ml/hr. Although requested, no add'l pt or event info was provided.

Manufacturer narrative:
(B)(4). The event logs have been received but the eval has not begun. A follow up report will be submitted once the failure investigation has been completed.